Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were currently in the hospital awaiting surgery to rewire their implantable neurostimulator (ins). The event outcome was noted as ongoing. No patient symptoms were reported and there were no complications. Indications for use are spinal pain and peripheral neuropathy.